Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins), the last time the patient felt stimulation was two weeks prior to the report in (B)(6) 2019, and the last successful charge around the same time. The reason why the patient didn¿t charge was because ¿it stopped working¿ about a week prior to the report and the issue was that when she tried to charge, she sees the reposition antenna screen. The patient stated that they also could not connect to their patient programmer (pp) and the ins was most likely over discharged. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was overdischarged. The patient was going through a depression and didn't charge the device for a month. A rep helped get the device started again and the issue was resolved. No further complications were reported.